Event description:
It was reported that the surgeon inserted an aq5010v three piece silicone lens in 2009, and the patient complained of vision problems. The surgeon discovered a scratch on the lens and extracted it the following month. The lens was replaced with another same model lens. It is unknown if the lens was received damaged or scratched during surgery.

Manufacturer narrative:
Results: a work order search was conducted and there were no similar complaints found.